Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) for a clinical study reported via a manufacturing representative that the patient had a strong feeling at the electrode level on (B)(6) 2016. The cause of the event was unknown. No diagnostics or troubleshooting was done. The patient was reprogrammed on (B)(6) 2015 and the issue was resolved. No surgical intervention was taken or planned. The event was assessed as not serious, not related to the implant procedure, and related to stimulation. The patient was alive with no injury. The patient's medical history includes functional idiopathic urinary incontinence since 2011.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.